Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 339 mg/dl. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer continued to express a belief that the battery depletion rate was abnormal. The customer was instructed to fully charge the pump and to monitor the battery performance. Multiple contact attempts were made by cts to determine if the issue persisted after fully charging the pump; however, the customer did not respond.